Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
Our affiliate reported to us that during an arthroscopic shoulder procedure, the distal tip of an expressew ii needle broke off while in the patient during use. They are reporting that there were no patient consequences. At this point in time this is all of the information that has been supplied to mitek; there are questions out to the affiliate for further information and detail.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report . Awaiting return.

Event description:
Our affiliate reported to us that during an undefined procedure, the expressew ii needle broke while in the patient during use. They are reporting that there were no patient consequences. At this point in time this is all of the information that has been supplied to mitek; there are questions out to the affiliate for further information and detail.

Manufacturer narrative:
Fifty-four days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other similar complaint of for this lot of devices that were released to distribution. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.